Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not need to notify their hcp, it was not necessary. The stimulator too high issue was resolved after the patient was told to lower it down at night time, weeks ago. Patient noticed in the booklet on the recharger the difference between the charge sufficient screen and the complete screen. After the sufficient screen comes on patient keeps charging it until the charge complete screen and patient doesn't have to charge it maybe every five days or something like that. So that issue was very simple to take care of. Patient provided their weight around (B)(6)pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too frequently. Patient stated that their wife had a heck of a time getting the 8 blocks in and they had to call the local rep a few times about getting the coupling boxes and they said it was because of the swelling and the staples. Patient was having this trouble maybe the week after the surgery. The exact date was not provided. Patient called the rep the following monday of the surgery. Patient was able to get sufficient coupling boxes filled in at the time of the report. Information was reviewed with the patient about the spacer use. Patient confirmed that ins recharger antenna did not heat up when using it, and reported no issues in regards to that. Patient was just asking what the purpose of the spacer was. Patient was able to fully charge the implant but were confused about the charge sufficient screen and the charge complete screen. Information was reviewed with patient regarding the charge sufficient screen vs charge complete screens. Patient pressed x button and it was showing charge complete screen. Equipment was working as designed. Patient further reported that when they first got the device, it had full battery and then it went down to a quarter and then they had the staples out and they charged it last wednesday and then on monday (B)(6) 2017. Patient had to charge it again, and yesterday and on the date of the report, they had to charge it again and it was down a quarter. Patient reported that during the day they had it at 2.9 and last night (B)(6) 2017 patient had to turn it down from 2.9 to 2.4 because it was too strong at night, so patient turns it down to 2.4 and then this morning it was showing it was down a quarter again and that seemed like fast discharge to patient. Information was reviewed with the patient regarding ins battery increments and how programmed parameters affect recharge interval. Patient stated that they originally were set at 3.2 but it was too high so they lowered it to 2.9 so it did not appear that the patient increased amplitude, which often can affect battery charge life. It was reviewed with patient that this sounded normal, but if they had a concern that the battery depletes too fast, they should consult with hcp. No further complications were reported/anticipated.